Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros amon quality control results were obtained on an ocd qc fluid when using vitros amon reagents on a vitros 5600 integrated system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the contamination of the microslide incubator was not identified. Results of precision testing demonstrated that the vitros 5600 integrated system was not operating as expected at the time of the event. Acceptable performance was obtained after ocd maintenance actions were performed.

Event description:
The customer complained that two non-reproducible, lower than expected vitros amon quality control results were obtained on an ocd qc fluid when using vitros amon reagents on a vitros 5600 integrated system. Ocd liquid performance verifier ii control results: 112.7, 129.8 mol/l vs expected 162.5 mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).